Event description:
Boston scientific received information that during a follow up visit, this cardiac resynchronization therapy defibrillator and right ventricular lead displayed high out of range shock impedance measurements during the past ten months. The lead is programmed single coil rv-can. No noise was revealed. All other measurements were within normal limits. The measurement could not be reproduced after the lead was reprogrammed. An x-ray was recommended to determine whether there is a connection issue. An internal technical service consultant was contacted and recommended performing further lead integrity testing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received: during a follow up visit, this device and lead were reinterrogated. The shock impedance measurements were within normal range. All readings were normal. A decision was to leave the device and lead implanted and in service.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received additional information. The device and rv lead were explanted and were returned for analysis in june 2018. There were no further allegations against the device and lead for the impedance observations. No adverse patient effects were reported.